Event description:
It was reported that during a da vinci-assisted colostomy surgical procedure, a fragment from fenestrated bipolar forceps fell inside of the patient. The fragment was retrieved during the same procedure without an x-ray. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a fenestrated bipolar forceps (fbf) instrument to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and found to have a broken grip tip at the base of the grip. The broken piece was returned with the instrument. The complaint was confirmed by failure analysis. Isi reviewed the site¿s complaint history, which shows no related complaints. A review of the site¿s instrument logs confirmed the instrument was last used on (B)(6) 2024 on sk6453 and was on it was the last remaining life. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause is attributed to damage during use, which may result from excess force applied to the instrument jaws, or excessive force applied during handling, insertion, usage, or removal. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.